Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received a reading around 325 mg/dl - 330 mg/dl, and took another reading within ten minutes and received a reading around 140 mg/dl -145 mg/dl. The caller could not recall the exact results. Readings were obtained on the aviva system. No adverse event reported. Return of the suspect device was requested for evaluation.